Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left common iliac artery. A 6.0 x 19 mm omni elite stent delivery catheter was advanced to the lesion and inflated when there was a leak noted at the hub of the device. Although there was a leak, the balloon was fully inflated and it was confirmed that the stent was fully apposed to the vessel wall. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.